Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient was hospitalized with a blood glucose of 26 mg/dl with confusion and difficulty speaking. Treatment included IV fluids. The reporter has lost confidence in the pump, and admits overriding dosage recommended by the bolus calculator feature. During troubleshooting, customer support found the date and time were correct, and the basal and bolus histories were as expected. The patient was referred to a health care professional for diabetes management. This complaint is being reported as the patient experienced hypoglycemia and the patient had lost confidence in the pump.